Event description:
Ventilator "failed on pt." The firm's customer support engineer (cse) was unable to verify the reported event but found erratic volumes. The cse inspected the device and found water contamination in the water trap, check valve 5, expiratory circuit and throughout exhalation pneumatics. The customer declined repair at the time of the service call. Customer states water trap was full.